Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead coil was not good with high impedance, high threshold and an apparent lead fracture. Under fluoroscopy one electrode looked to be broken and detached from the lead. Reprogramming around the fractured electrode was noted. The lead remains in use. No patient complications have been reported as a result of this event.